Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump getting sensors error and blood glucose requested too frequently. The customer stated that the insulin pump had rejected new batteries and sometimes had to press graph multiple times for insulin pump to respond and had unexplained no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device also passed the sleep current measurement and active current measurement test. No failed battery test alarms noted during testing. Device functioning properly. (B)(4).